Event description:
The user facility reported a patient was implanted with an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. The patient tested positive for heparin-induced thrombocytopenia (hitt), prompting the removal of heparin from the purge and the infusion of bicarbonate instead. Argatroban was administered systemically but was discontinued due to concerns regarding a potential gastrointestinal bleed. Additional information was provided that noted care was ultimately withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.